Event description:
A nurse at the user facility reports that an intraocular lens (iol) exchange was required due to iris chaffing following sulcus placement of the iol. The pt had an excellent outcome following the iol replacement.